Manufacturer narrative:
The end user reported while operating the power wheelchair up a ramp at the highest speed setting, the end user drove off the side of the ramp and fell. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
Sometime in (B)(6) 2019, the end user was operating the power wheelchair up a ramp on the fastest speed setting and drove off the side of the ramp and fell.